Event description:
Owens & minor custom head and neck pack was found to have a hair which contaminated the entire setup. Field was torn down, a new pack and instruments were opened. This occurred before the patient was in the room but did cause a delay in treatment.